Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2012-03142. It was reported the pt received the field action letter and stated he has experienced redness at his scs ipg pocket site before and after charging his scs system. The pt has not experienced any heating sensation or burning during charging. The pt is following the guidance that was included in the letter to address the issue. F/u is pending. On (B)(6) 2012, (B)(6), sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.